Event description:
It was reported that there was a failed notification for a carealert. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: please note the initial regulatory report for this remote monitor was timely submitted on (B)(4) 2011 under manufacturing report number 2183613000-2011-01095; however, the suspect medical device that was reflected required redaction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.